Manufacturer narrative:
Physical manufacturing date is unavailable.

Event description:
It was reported, that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, the right atrial (ra) lead was found to exhibit noise. The noise was found reproducible with isometric testing. The ra lead was explanted and replaced. No patient consequences was reported.

Manufacturer narrative:
Manufacturing date has been updated.

Event description:
New information received notes the right atrial (ra) lead was over-sensing noise causing inappropriate automated mode switch (ams) episodes. The patient was in a stable condition.